Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. A field service engineer arrived on site and found the latch pinched from a recent replacement. The latch was replaced, and the broken glass on door 3 was also replaced. After testing, all functions were confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a door failure occurred on door 3. The system displayed an error message stating "failed to open," and rss indicated a hardware failure with the message "hardwareactivity explicitly failing storage space, failure code: userinitiatedfailure." Troubleshooting attempts, including rebooting the device and attempting recovery, did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.